Manufacturer narrative:
Other, other text: no product was returned for investigation. Product was discarded.

Event description:
It was reported that when I administered the vaccine, the fluid squirted out from the needle hub and did not go into the patient.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05716. The report was submitted in error.